Manufacturer narrative:
A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit, positive pressure was applied and a balloon pinhole leak was identified 16mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified shunt stenosis. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for 120 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was competed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified shunt stenosis. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for 120 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was competed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.